Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the stylet was unable to be retracted from the left ventricular (lv) lead. The lv was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of stylet could not be removed from the lead was confirmed. As received, a complete lead was returned in one piece with the stylet stuck. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe stylet coating inside the inner coil at the connector region. Abbott is continuing to monitor this issue.